Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code was 41541. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error code 41541 potentially indicating a downstream occlusion or blockage in the infusion pump's fluid path¿ was confirmed through visual inspection and functional tests. The flex circuit sensor was replaced to prevent the error. The dso seal was degraded, the lens was scratched, and broken battery cover. The dso, lens, and battery cover were also replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.